Manufacturer narrative:
(B)(4).

Event description:
During pump replacement, it was noted that it was somewhat complicated. The catheter was fractured. The catheter was revised and could not be easily inserted. The physician thought they had to do a small laminotomy. Following the replacement, the pump was functioning well for the pt. The pt had a lot of thoracic and neck pains that were being managed by another physician. The device system was used to deliver morphine.